Manufacturer narrative:
Additional information was received: the patient had previous treatment with valiant stent grafts for a type a dissection in 2013 which is confirmed as not related to the 2018 event. Film evaluation summary: the cause of the reported inability to deploy the bare spring could not be determined from the limited films provided. The anatomy at implant is unknown. Additional images during implant including films showing deployment of the stent grafts, were not available for return; therefore, the reported event could not be assessed. The returned 4 second video of an angiogram and a single still angiogram, both occurring after the devices had been implanted, revealed that 2 or 3 valiant stent grafts had been implanted from just distal to the great vessels, extending across the arch and into the descending thoracic aorta. There was acute stent graft angulation observed across the arch (>90 deg), and the remaining implanted devices were essentially straight. Angio injection was seen performed from within the proximal device near the top of the arch, and no obvious endoleak or any issues with the deployed bare spring were observed. Other than the angulated arch observed distal to the deployed bare spring, analysis of the returned films did not reveal any anatomical characteristics or device anomalies that could explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of an aortic ulcer. It was reported that during the index procedure the tip capture mechanism would not open after stent graft deployment. As per the physician, the cause of the event was related to a device design issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the cause of the reported inability to deploy the bare spring during treatment for the taa could not be determined from the limited films provided. The anatomy prior to implant is unknown. Additional images during the intervention, including films showing deployment of the stent grafts, were not available for return; therefore, the reported event could not be assessed. Review of CT¿s from (B)(6) 2017 revealed that 2 valiant stent grafts had been implanted in the thoracic aorta, positioned from just distal to the great vessels extending across the arch and into the descending thoracic aorta. There was ~8cm of component overlap. Beginning just below the distal device, the thoracic aorta had expanded to ~5cm in diameter, and a dissection was seen extending to the distal abdominal aorta. Along the ~16cm length between the distal stent graft od and the celiac artery, the true lumen diameter varied from 15mm ¿ 8mm ¿ 16mm ¿ 10mm. The devices were patent and other than the type b dissection and taa no other issues or any stent graft issues were observed. Earlier review of a single 4 second video of an angiogram and a single still angiogram, both during implant from an unknown study date, had revealed that an additional valiant stent graft had been implanted extending ~6cm from the distal end of the previously implanted devices. Angio injection was seen performed from within the proximal device near the top of the arch, and no obvious endoleak or any issues with the deployed bare spring were observed, and the previously seen taa appeared to be excluded. Analysis of the returned films did not reveal any anatomical characteristics or stent graft anomalies that could explain the reported inability to release the tip capture event. As films prior to implant were not available for review, it is unclear if the type b dissection seen prior to intervening for the taa had occurred prior to or after the original implant of the 2 valiant stent grafts. A device issue cannot be ruled out as a potential cause of the difficulties encountered with the tip capture mechanism. The delivery system has been returned for investigation and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a number of kinks were observed along the graft cover. The trigger was observed to be stiff when pulled back. The handle was disassembled; silicone was observed on the peek lumen. The silicone seal was removed; residue and a partially jagged edge was visible on the seal ring. Ftir analysis was performed on the residue removed from the peek lumen. The residue showed a high match to raw gasket seal material and polydimethylsiloxane. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.